Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was noted from analysis of the log file to assess the reported that stimulation was turning off without the patient initiating it. The relevant events/activities were summarized: on (B)(6) 2019 the patient turned off stimulation. There were 2 recharge sessions that day with one of them starting a few minutes prior to turning stim off. The patient then changed groups and then MRI mode was activated which turned stimulation off. MRI mode was then deactivated which turned stimulation back on right away at 13:32 a few seconds after turning stimulation off. On (B)(6) 2019 stimulation was turned off due to battery depletion. On (B)(6) 2019 a power on reset (por) was logged due to no charging since (B)(6) 2019 when stimulation turned off due to low battery recharge level. A recharge session was started and the stimulation was turned on by the patient on (B)(6) 2019. On (B)(6) 2019 the stimulation turned off due to battery depletion. The patient charged and turned stimulation back on the next day (B)(6)2019. On (B)(6) 2019 the stimulation turned off due to battery depletion. The patient charged and turned stimulation back on the next day (B)(6) 2019. On (B)(6) 2019 the stimulation turned off due to battery depletion. The patient charged and turned stimulation back on later that day. On (B)(6) 2019 the patient had a charge session prior to turning the stimulation off. Per the data, the patient lost stimulation due to the implantable neurostimulator (ins) being discharged or turned off. No further complications were reported. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for sciatic nerve injury and spinal pain. It was reported that in early february when they were driving they had sudden jolt at the ins site and then a big shock of pain at the same location. They were not getting pain relief like they had been since that and it appeared like the stimulation was turning off by itself. The manufacturer representative did 3 different reprogramming sessions and the patient also tried to make adjustments themselves. Initially after the programming the stimulation was in the right location but it just was not covering their pain. X-rays were done and one lead had moved. Per the representative, the patient reported that their leg pain came back on that day that they did the fluoro ((B)(6) 2019).then the manufacturer representative readjusted programming based on lead location. Per the representative, the hcp did not think much could be done for the migration other than reprogramming. The patient was scheduling a meeting with a manufacturer representative to troubleshoot. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's therapy is turning off by itself. The patient reported he checked his ins in the morning and it showed 100% full and stimulation was off. The patient reported he did not turn off his stimulation. The patient is on high density settings. The report shows the ins was on 91%. No further information was reported.